Event description:
It was reported via repair work order that the jack could not be lowered and was stuck at high height due to the jack release linkage being offline. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.